Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration (date not reported). The implanted device remains. It is unknown if there are plans to re-implant the patient with a new device as of the date of this report.